Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Customer tested his blood glucose and got a reading of 26.9 mmol/l. He states he gave himself a bolus. Around 7:00 pm he tested his blood glucose again and the reading was 30 mmol/l. At that time he noticed his connector piece to his infusion set was at a 90 degree angle instead of lying flat. Customer did not notice any insulin leaking but states he was outside and was sweating. No adverse event reported. Device not available for return.